Event description:
It was reported to philips that the system failed to boot up. The device was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the cardiac arrhythmia diagnosis procedure, and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the hard disk drive was not detected, and the application was unable to boot up. Review of the system log files showed smart data errors. The cause of the reported issue was determined to be a malfunctioning host pc disk. The fse removed the hdd from the front of the cpu, connected it directly to the cpu motherboard and reloaded the software which temporarily resolved the issue. The same issue reoccurred after a month. Fse replaced the host pc, and the system was returned to good working condition. The codes were updated based on the investigation outcome.